Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was not powering up. The pt received an ICD and did not require a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (won't power up) has been confirmed. Upon eval the monitor was unable to power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.